Event description:
Taxus stent was deployed into patient's right coronary artery. After inflation of the balloon on the delivery system, device failed to deflate. Multiple attempts were made to deflate balloon and were unsuccessful. Consideration was being given to taking patient for emergency open heart surgery when balloon was inflated to rupture, thus avoiding that possible alternative. Patient already with acute mi, no further significant EKG changes or changes in lab values to suggest more damage.note: manufacturer already aware of the difficulty and indicates they have already reported to FDA.